Manufacturer narrative:
Concomitant device therapy date reported as (B)(6) 2014. This report is for five (5) unknown matrix rib screws. Part and lot numbers are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure involving the use of the matrix rib fixation system on her fifth anterior rib. She had a tumor (fibrous dysplasia) and the rib was resected and a donor rib was implanted and attached via this system. The original surgery was performed on an unknown date in (B)(6) 2014. Recently, the patient has experienced pain in the area. On (B)(6) 2017, the patient obtained a computed tomography (CT) scan of the chest and it was identified that the anterior aspect of the plate has pulled out of the rib, three screws have no osseous purchase, one screw has partially backed out, and one screw completely backed out and is displaced anteroinferiorly into the anterior mediastinum. As of this point, no revision surgery has been scheduled. Concomitant devices reported: unknown matrix rib screws (part #: unknown, lot #: unknown, qty. Unknown). This report is for five (5) unknown matrix rib screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for one (1) unknown matrixrib screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Initial implant date is reported as (B)(6) 2014; exact date is unknown. No revision surgery has been scheduled yet, device is not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: therapy date is (B)(6) 2014; exact date is unknown. The (510k): unknown, as specific part and lot numbers for matrixrib screw is not provided. (B)(4) is used as the complainant indicated that the patient has pain and one of the eleven screws has come loose and is free floating between her rib cage and lung. A revision has not occurred at the time of this review. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure involving the use of the matrix rib fixation system on her fifth anterior rib. She had a tumor (fibrous dysplasia) and the rib was resected and a donor rib was implanted and attached via this system. This surgery was performed in (B)(6) 2014. Recently, the patient has experienced pain in the area and has become aware that one of the eleven screws has come loose and is now free floating between her rib cage and lung. As of this point, no revision surgery has been scheduled. Concomitant devices reported: plate; matrix rib screws. This report is for one (1) unknown matrixrib screw. This is report 1 of 1 for (B)(4).